Event description:
Deflation of right saline breast implant, followed by explantation and replacement with another brand, due to hi ide status. A capsulectomy of the inferior portion of the right capsule was performed. Contracture due to length of time since deflation per physician. Unknown if initial use.